Manufacturer narrative:
Returned device was received in good physical condition but the battery door was cracked. No evidence of reported problem in event log was found. During the evaluation of the device, the error code could not be replicated by analysts but an issue was found with the main board. The battery door was found to be cracked. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with error code 41980 and a broken battery door. There was no patient present and no reported adverse events.